Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Visual inspection of the returned lens showed a scratch and tears in the lens. Both sides of the optic/haptics were checked for sharp/rough edges and found to be acceptable. (B)(4).

Event description:
The customer reported that patient's posterior capsule tore after the +24.0 diopter cc4204a collamer single piece lens was inserted. The incision was enlarged, the lens was removed and a vitrectomy was performed. An anterior chamber lens was implanted in the sulcus and the incision was sutured. The reporter stated the patient had a lensx procedure and the anatomy of the eye was in good condition prior to surgery.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Evaluation codes method (other) - lens work order search & medical review results (other) a lens work order search was performed and there were no similar complaints found within the work order. Medical review - review of the complaint files indicates that a single piece of iol lens was implanted and removed due to the posterior capsule tear occurred in the surgery. Vitrectomy was performed and an anterior chamber iol was implanted to address the above issue. The patient was (B)(6) when this surgery was performed and the cataract was extracted before this surgery. Both surgical technique and patient's condition such as capsule degeneration, capsule dynamics, diabetes, and mature cataract could contribute to capsule tear. Based on the advanced age of this patient, the patient's capsule condition attributing to the event could not be ruled out. It is unlikely that the medical device caused the event. Conclusion (other): based on the complaint information, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).